Manufacturer narrative:
Clinical investigation: a temporal relationship likely exists between the last ccpd treatment at home and the pt. Experiencing abdominal pain (with complaints of nausea, vomiting and diarrhea) with subsequent diagnosis of bacterial/fungal peritonitis resulting in a lengthy inpatient hospitalization progressing to the development of septic shock requiring intensive care management. However, documentation in the medical records received indicated the pd catheter (not a fresenius product) as the likely source of the peritonitis infection. Additionally, there are no reported allegations of fresenius product malfunction as a contributory factor in the development the adverse events experienced by the patient. The severity of the fungal infection (potentially related to a delay in appropriate treatment during initial hospitalization) likely contributed to the development of septic shock. The pt. Also has a known history of pre-existing diabetes mellitus (insulin dependent) which increases susceptibility to infection and sepsis. The patients hypokalemia is likely related to gastrointestinal loss (reports of patient vomiting and diarrhea) with consideration of chronic hypokalemia for which potassium replacement therapy was being self administered at home. Plant investigation:the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was admitted to the hospital on (B)(6) 2017. The patient was discharged on (B)(6) 2017, and readmitted after 24 hours on (B)(6) 2017. The reason for the admission was infection. The patient was performing continuous circulatory peritoneal dialysis (ccpd) in the hospital. Source of infection, culture and cell count details were unavailable. The nurse reported that the patient's catheter was going to be removed and the patient would be moved to hemodialysis. The patient's date of birth is (B)(6) 1961 and dry weight is (B)(6).

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was admitted to the hospital on (B)(6) 2017. The patient was discharged on (B)(6) 2017, and readmitted after 24 hours on (B)(6) 2017. The reason for the admission was infection. The patient was performing continuous circulatory peritoneal dialysis (ccpd) in the hospital. Source of infection, culture and cell count details were unavailable. The nurse reported that the patient's catheter was going to be removed and the patient would be moved to hemodialysis. The patient's (B)(6).